Event description:
It was reported to philips that the device is showing a red background with an alarm. There was no patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to an alarm when heart rate is not detected. Upon conclusion of the evaluation, it was determined that this was a message that when the heart rate is not detected the alarm will sound. The customer was informed of why the alarm was sounding. The device remains at the customer site and no further evaluation is required at this time.